Manufacturer narrative:
Treatment in study was not randomly assigned; 67% of the insorb group had a fontaine classification of IV (gangrene).

Event description:
Patient experienced a wound separation and subsequent infection after an infra-inguinal femoropopliteal bypass involving the insorb 2030. Patient recovered.